Manufacturer narrative:
Product technical complaint (ptc) investigation result received on 12-nov-2015 (ptc global number: (B)(4)): final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed, therefore a relationship between the reported medical events and a quality defect is excluded. The reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar adverse event cases is not applicable. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 13-nov-2015 for the following meddra preferred term: abdominal pain. The analysis in the global safety database revealed 449 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced unbearable pain/ severe pains in abdomen and sides. Essure was removed 8 months after insertion, via laparoscopy with salpingectomy, and the pain resolved. This event was considered serious due to medical significance and is listed in the reference safety information for essure. After essure insertion abdominal pain may occur. Given the positive temporal relationship, the lack of an alternative explanation, and considering that the pain resolved after essure removal, causality with the suspect insert cannot be excluded. Non-serious events were also reported. This case was regarded as incident due to required intervention for essure removal. Based on the available information no product quality defect was confirmed, therefore a relationship between the reported medical events and a quality defect is excluded.

Manufacturer narrative:
Follow-up received on 06-apr-2016: product technical complaint investigation and final assessment were updated with no major changes. Follow-up received on 19-may-2016. Follow-up attempts were done with no response to date. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 19-may-2016 for the following meddra preferred term: abdominal pain. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced unbearable pain/ severe pains in abdomen and sides. Essure was removed 8 months after insertion, via laparoscopy with salpingectomy, and the pain resolved. This event was considered serious due to medical significance and is listed in the reference safety information for essure. After essure insertion abdominal pain may occur. Given the positive temporal relationship, the lack of an alternative explanation, and considering that the pain resolved after essure removal, causality with the suspect insert cannot be excluded. Non-serious events were also reported. This case was regarded as incident due to required intervention for essure removal. Based on the available information no product quality defect was confirmed, therefore a relationship between the reported medical events and a quality defect is excluded. Despite follow-up attempts, no further information was obtained.

Event description:
This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority ((B)(4)) in (B)(6) on 14-oct-2015 who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2014. No tests for allergies to metals or anything else were performed (just an oral questionnaire). No history of gynecological problems. For the implantation she was given a tranquillizer and analgesic (diazepam and ibuprofen). She stated that it was terrible. Consumer stated she could hardly walk with the pain. In the following days she went to the emergency room three times because of unbearable pain. An ultrasound was performed to see whether they were properly in place. Then physician decided that it had nothing to do with the essure and sent her home. Although she was able to walk, the discomfort did not diminish, and she was given analgesics. From the very first day, consumer experienced severe pains in abdomen and sides, swollen abdomen, sharp pains, especially on the right side, intestinal problems, menstrual problems, heavier periods, dark colour and cycle irregularities, redness of the neck and head. Over time, she found that certain movements caused sharp pain. A hysterosalpingography (hsg) was performed and showed tubal blockage. On (B)(6) 2015, extraction of essure was performed with balanced general anaesthesia, laparoscopy, bilateral salpingectomy. Removal of essure implants. The problems and side effects disappeared with the surgery (at least 4-8 weeks off work). Loss of tubes was reported. Company causality comment: this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced unbearable pain/ severe pains in abdomen and sides. Essure was removed 8 months after insertion, via laparoscopy with salpingectomy, and the pain resolved. This event was considered serious due to medical significance and is listed in the reference safety information for essure. After essure insertion abdominal pain may occur. Given the positive temporal relationship, the lack of an alternative explanation, and considering that the pain resolved after essure removal, causality with the suspect insert cannot be excluded. Non-serious events were also reported. This case was regarded as incident due to required intervention for essure removal. A product technical analysis is expected.